Event description:
As reported by the user facility: catheter inserted into a vein as directed; when the metal introducer was removed, it sheared the catheter causing the device to infiltrate into the surrounding tissues. Catheter was removed and the procedure had to be re-attempted with another catheter.